Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte (mr) stent delivery system (sds) in three pieces. Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the hypotube was broken 38cm distally from the strain relief and the other part of the hypotube break was 75cm from the end of the tip. Microscopic examination of the material surrounding the hypotube breaks did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The distal end of the sds was inspected under magnification and found the tip damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure a shaft break occurred. While advancing the 2.75x16mm liberte bare stent over an unspecified guide wire, the shaft of the liberte bare device broke. The device never entered the patient and the procedure was successfully completed with a different device. The patient's current condition is listed as stable. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure a shaft break occurred. While advancing the 2.75x16mm liberte bare stent over an unspecified guide wire, the shaft of the liberte bare device broke. The device never entered the patient and the procedure was successfully completed with a different device. The patient's current condition is listed as stable. Additional information was requested but is not available.